Event description:
Pump declared a cartridge change error and customer was unable to successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to inspect and clean pump components, but issue persisted, leading to decision to replace pump. Customer did not have backup insulin therapy and planned to seek guidance from healthcare provider. Technical support sent a replacement pump, provided instructions for returning old pump, and ensured customer understood replacement process.